Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the tap iii device. The patient reported that she had blisters, burning sensation and numbing tongue. The patient wore the appliance for about 3 weeks before reporting the reaction to the dentist. The symptoms lasted about a week after the patient stopped using the appliance. She was not required to take any medicine for the reaction. The patient suspected the appliance contains nickel because she was aware of having nickel allergy. The patient was reported to be doing well. The dentist did not make any adjustment to the appliance prior delivering to the patient. The patient was instructed to wash the appliance with only toothbrush and tap water. The patient has no relevant pre-existing condition besides the nickel allergy.

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device (both upper and lower portions) were slightly rough. No major cracks were found. The mouth guard's layers were intact and not separated. The original color turned yellow due to normal device usage. The device was returned in a clean good condition with no white deposits or debris. The metal accessories were inspected and were found to be intact. A review of the material lot was performed and no non-conformity or defect were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. Although the root cause could not be explicitly determined, a probable cause for the allergic reaction could be the reported nickel allergy. Per provided information, the patient was reported to have a nickel allergy. While the appliance hardware has a very low nickel composition (3-5%), there is a possibility of developing an allergic reaction in people with existing sensitivity. In this case, the patient had a pre-existing allergy to nickel. There were no device problems found. This incident is being monitored, tracked, and trended.